Event description:
Gambro prismaflex suddenly alarmed air detected then it gave message stop treatment and call for servicing. The renal fellow was called and renal rn obtained replacement prismaflex which would not boot up. There was only a air detected warning to call service. A third machine was obtained which functioned. The total time the crrt (continuous renal replacement therapy) machine was down was three hours and forty-five minutes.